Manufacturer narrative:
Bayer case number: (B)(4). Disabling menometrorrhagia as well as dysmenorrhea [menometrorrhagia], disabling menometrorrhagia as well as dysmenorrhea [dysmenorrhea], persistent joint pain [joint pain], regular inflammatory attacks of the joints without any explanation [joint inflammation], fatigue [fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jan-2025. The most recent information was received on 27-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of menometrorrhagia ("disabling menometrorrhagia as well as dysmenorrhea") in a 44-year-old female patient who had essure inserted (lot no: e36575) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced menometrorrhagia (seriousness criterion intervention required), dysmenorrhoea ("disabling menometrorrhagia as well as dysmenorrhea"), arthralgia ("persistent joint pain"), arthritis ("regular inflammatory attacks of the joints without any explanation") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the arthralgia, arthritis and fatigue had not resolved. The outcomes for menometrorrhagia and dysmenorrhoea were unknown. No causality assessment was received for essure with regard to menometrorrhagia, dysmenorrhoea, arthralgia, arthritis or fatigue. The reporter commented: female patient, 44 years old, presenting with disabling menometrorrhagia as well as dysmenorrhea. The patient wants drastic care, given that she had implants inserted and would like them removed. Other treatments, including medication, were offered, which the patient refused. We therefore granted her request for an intra-ovarian laparoscopic hysterectomy. Patient's current condition: total hysterectomy with bilateral salpingectomy despite the removal of the implants on (B)(6) 2018, persistent joint pain and regular inflammatory attacks of the joints without any explanation, fatigue. Actions taken to treat the patient in the healthcare facility: not specified. Batch no: e36575, expiration date: 2018-10-28, manufacture date:2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Disabling menometrorrhagia as well as dysmenorrhea [menometrorrhagia]. Disabling menometrorrhagia as well as dysmenorrhea [dysmenorrhea]. Persistent joint pain [joint pain]. Regular inflammatory attacks of the joints without any explanation [joint inflammation]. Fatigue [fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of menometrorrhagia ("disabling menometrorrhagia as well as dysmenorrhea") in a 44 year-old female patient who had essure inserted (lot no. E36575) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced menometrorrhagia (seriousness criterion intervention required), dysmenorrhoea ("disabling menometrorrhagia as well as dysmenorrhea"), arthralgia ("persistent joint pain"), arthritis ("regular inflammatory attacks of the joints without any explanation") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the arthralgia, arthritis and fatigue had not resolved. The outcomes for menometrorrhagia and dysmenorrhoea were unknown. No causality assessment was received for essure with regard to menometrorrhagia, dysmenorrhoea, arthralgia, arthritis or fatigue. The reporter commented: female patient, 44 years old, presenting with disabling menometrorrhagia as well as dysmenorrhea. The patient wants drastic care, given that she had implants inserted and would like them removed. Other treatments, including medication, were offered, which the patient refused. We therefore granted her request for an intra-ovarian laparoscopic hysterectomy. Patient's current condition: total hysterectomy with bilateral salpingectomy despite the removal of the implants on (B)(6) 2018 persistent joint pain and regular inflammatory attacks of the joints without any explanation, fatigue actions taken to treat the patient in the healthcare facility: not specified. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.